Event description:
It was reported that the customer received a calibration error and low blood glucose level alarms. The insulin pump went into threshold suspend because of this low blood glucose level alarm. She corrected her blood glucose level with juice. However, the customer received another low blood glucose level alarm. Her sensor glucose level was 58 mg/dl, but her blood glucose level was 172 mg/dl. As a result, the customer entered the blood glucose level to stop the alarm, but she received a calibration error and her blood glucose levels trended upward. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.